Manufacturer narrative:
Five (5) samples were received for evaluation. A visual inspection with the naked eye noted three (3) samples without green caps outside opened pouches and one (1) sample with a green cap attached outside opened pouch. One (1) sample was returned with a loose green cap inside an unopened pouch. The reported condition was verified. The cause of the condition was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) amia automated pd cycler sets had patient line caps that ¿would be off or barely on¿. This was observed prior to therapy use when taking the cassettes out of the packaging. There was no patient injury or medical intervention associated with this event. No additional information is available.